Manufacturer narrative:
Event description updated due to new information obtained through good faith effort.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention; while recording and attempting to send the 12-lead electrocardiogram (ECG) to jihlava cardiology center, the device made a sound, began a startup test and then froze. The device would not respond. Information obtained through good faith effort indicated the 12-lead ECG was successfully sent during the incident. No harm or impact occurred to the patient during the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention; while recording and attempting to send the 12-lead electrocardiogram (ECG) to jihlava cardiology center, the device made a sound, began a startup test and then froze. The device would not respond. A request for additional information regarding the incident has been sent, including a request for confirmation of successful subsequent transmission of 12-lead ECG waveform, and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention; while recording and attempting to send the 12-lead electrocardiogram (ECG) to (B)(6) center, the device made a sound, began a startup test and then froze. The device would not respond. Information obtained through good faith effort indicated the 12-lead ECG was successfully sent during the incident. No harm or impact occurred to the patient during the incident.